Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited an episode of myopotential oversensing. Oversening could not be reproduced in clinic. No intervention was performed. The patient will continue to be monitored regularly.